Manufacturer narrative:
The problem was due to the optical fiber. We are unaware about patient injury. The evaluation is in progress.

Event description:
The device has the following problem: "the fiber seemed to be degraded after 84,740 joules. After the fiber cleaning the tip came off." No adverse effects to patient were reported.